Event description:
A medwatch was received by valleylab stating "complaint of back pain post operatively. Burn noted on midback believed to be 2nd degree and approx 15x11 cm. Unsure if related to bovie setup. Note at grounding site". Add'l info was obtained from the customer. A 1000cc bag of saline was placed under the pt's sternum to use as a prop. A full thickness burn occurred that was the exact size of the bag. The thermal burn required debridement.